Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 182 mg/dl at the time of the incident. Customer went through process to fill reservoir and tubing and do set change (B)(6) and noticed air bubble in reservoir and isn't sure why. Customer reported that approximate size of air bubbles is about an inch big. Customer had already filled reservoir then noticed bubble as he was going to insert set . Location of bubbles was in reservoir. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.